Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4; reference MFR. Report: 1627487-2018-04788, reference MFR. Report: 1627487-2018-04789, reference MFR. Report: 1627487-2018-04790. It was reported the patient experienced a cerebral spinal fluid leak during the drg trial procedure. The patient reported experiencing a headache and noticed fluid discharge within days of the drg trial lead implant. As a result, the physician performed a blood patch.

Event description:
Device 4 of 4 reference MFR. Report: 1627487-2018-04788 reference MFR. Report: 1627487-2018-04789 reference MFR. Report: 1627487-2018-04790 follow up information identified the patient¿s drg trial leads were pulled early. Although it was reported the patient recovered, additional information does state the patient continues to experience headaches.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2018-04788, reference MFR. Report: 1627487-2018-04789, reference MFR. Report: 1627487-2018-04790. Follow up information identified the patient has recovered.